Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the event of cardiac arrest with subsequent death and pd therapy on the liberty select cycler as the patient was in treatment when the event occurred. However, there is no documentation to show a causal relationship between the death and the liberty select cycler. Additionally, there is no reported allegation of a machine malfunction or deficiency reported for this event. The patient had an extensive cardiac history including myocardial infarction, coronary artery bypass graft (CABG) three times and hypertension. In addition, the patient was a type 2 diabetic and had numerous lower extremity vascular interventions requiring multiple stents. The liberty select cycler has been disassociated from this event as there is no evidence of a machine malfunction and is not likely to have caused the event of cardiac arrest resulting in death.

Event description:
It was reported a patient with an extensive cardiac history on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired while connected to the cycler for treatment. The patient was discovered unresponsive by her husband in the morning. Additional information was obtained through a response from the pdrn including 15 pages of medical records. The patient was found unresponsive by her husband while she was connected to the liberty select cycler for peritoneal dialysis treatment on (B)(6) 2018. Emergency medical services (ems) was called at 0816 hours and arrived at the patient home at 0819 hours. The patient was unresponsive and pulseless. Cardiopulmonary resuscitation (CPR) was initiated and the patient rhythm was asystole. Ems transported the patient to the emergency room (ER) administering two rounds of epinephrine (epi) en route (dose unknown). Upon arrival at 0830 hours the paramedics were intubating the patient and bagging her with CPR in progress. On the monitor the patient was in asystole. She was given 1 dose of epi (1ml intravenous (IV) push) at 0840 hours and CPR continued for two minutes. At that point the patient remained in asystole with no spontaneous respirations and no pulse. The code was discontinued and time of death was called at 0842 hours.